Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported observation of a damaged catheter. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. The batch produced is before the implementation of the CAPA 590840. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional corrective action, resources will be assigned at that time.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte vialon e experienced a needle through the catheter and catheter tip damage/deformation/defective which were noted prior to use. The following information was provided by the initial reporter: the catheter tip was damaged.

Manufacturer narrative:
The following information has been corrected: describe event or problem: it was reported that the 24g x 0.75in (0.7 x 19 mm) insyte vialon e experienced a needle through the catheter and catheter tip damage/deformation/defective which were noted prior to use. The following information was provided by the initial reporter: the catheter tip was damaged. Device codes: 1354, 1069.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte vialon e experienced a needle through the catheter and catheter tip damage/deformation/defective which were noted prior to use. The following information was provided by the initial reporter: the catheter tip was damaged.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte vialon e experienced a damaged/deformed/defective catheter tip which was noticed prior to use. The following information was provided by the initial reporter: the catheter tip was damaged.